Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient flew for the first time on (B)(6) 2016 and after flying, she was having pain on the left buttock area that radiated on the back every so often and the implantable neurostimulator area was sensitive to the touch. The patient turned the therapy off the day prior to the report and was still having pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.